Event description:
It was reported when the device was interrogated non-sustained lead noise were observed. The egms revealed undersensing ventricular events during ventricular blanking period after atrial pacing episode. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.